Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) replaced the measuring cells and performed preventive maintenance. Instrument performance testing was acceptable. Calibration was acceptable. Qc data was not provided. No issues were identified during a review of the alarm trace. The customer had no further issues after the service visit. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e 601 module. The initial result was 100.4 ng/ml. This result was reported outside of the laboratory. The repeat result was 66.1 ng/ml. This result was believed to be correct as it fit the patient¿s clinical picture. The troponin t stat reagent lot number was 45954601 with an expiration date of 31-jul-2021.